Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex with moderate calcification and moderate tortuosity. The 2.5 x 38 mm xience prime stent was deployed at 16 atmospheres (atm); however, a dissection occurred. A new xience prime stent was used to treat the dissection. The patient had a good outcome and there was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.